Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the lead site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15285193, description: next generation anchor kit-sterile; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.